Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The unit was powered on while docked onto a known good ptdc, with a known good lung, and known good circuit connected. The unit powered on and boot up with no issues. The unit passed 65.2 hours of extended bench testing, the initial final test, and the initial alarm volume test. The service technician then performed a touch screen calibration test on the unit ten times and no issues were found.

Event description:
It was reported to carefusion that the unit's screen is not responding to touch. This issue was discovered during testing, therefore there was no patient involvement.